Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was in mid 300mg/dl and then 550mg/dl. Customer manually injected 12 units of insulin. He went to bed that night and was in 120mg/dl to 130mg/dl range. In the morning he was below 130mg/dl. Customer went to lunch and bloused and blood glucose value continued to rise and it was over 400mg/dl. He was able to eat a yogurt and insulin was brought up to nearly 200mg/dl. Insulin pump will not be returned for analysis.